Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the numbers on the screen started scrolling when trying to deliver a bolus. The customer stated that she run with the insulin pump against her skin in her sweatpants. Blood glucose value was 140 mg/dl. The customer stated she had cleared the alarm and would continue using the insulin pump for basal rates. She then stated she received a second button error alarm. She was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.